Event description:
Boston scientific received information that this right ventricular (rv) lead got stuck in the patient's septum and could not be removed. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.